Event description:
Pump involved in a patient incident. Pump gave erroneous upstream occlusion and bag empty alarms. However, occlusion did not exist. Incident reported occurred on (B)(4) 2009. Previously occurred on (B)(4) and (B)(4). Patient status is unknown. On (B)(4) 2009, the drug being used was heparin, at a rate of 250ml/hr with a volume to be delivered of 250ml. No information on how long the pump ran before the alarms were detected and the pump taken out of service.

Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.